Event description:
Procedure type: lap colon. According to the reporter: distal of the shield broke and also the distal white wing blade. Piece was recovered from the patient. There was no report of the operating time being extended, and no report of the incision size increased. No other information provided. No patient harm or injury reported.

Manufacturer narrative:
(B) (4). (B) (4).